Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding cuff breakage. The customer reported that they discovered an air bag leak and so removed the tracheal tube and replaced it with a new one.